Event description:
This is the first of two reports for the same user involving two separate products. Refer to report 9611594-2015-00036 for the second report. A report was received stating that a patient underwent a laparoscopic nissen fundoplication for gastrostomy enteral feeding tube placement on (B)(6) 2015. The patient's sutures extended around the gastrostomy tube and into the stomach region. The sutures were removed seven days post-operatively. The enteral feeding tube dislodged five minutes after the sutures were removed, and a hole was identified in the retention balloon. A foley catheter was inserted immediately and the patient was taken to the interventional radiology dept later that day for reinsertion of the enteral feeding tube. Additional info received on (B)(6) 2015 from the nurse practitioner at the user facility stated there was no reported patient injury just reported discomfort and inconvenience for the patient in regards to the multiple device replacements. The stoma site was not mature and the patient underwent interventional radiology replacement. When the device failed again the patient was sent to the operating room to ensure proper placement. The nurse practitioner stated that five milliliters of water was used to fill the enteral feeding balloon. Furthermore, the facility does not use halyard health over the wire (otw) stoma measuring devices nor halyard health initial placement kits with t-fasteners. No additional info was provided in regards to patient's status and the outcome of the procedure.

Manufacturer narrative:
(B)(4). Method: actual device not evaluated; results: no results available since no evaluation performed, conclusions: device not returned. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. (B)(4).